Event description:
It was reported that during an unknown procedure, the blade fired "part way' and staples "did not complete the circle" (stapler did not deploy staples 360 degrees). It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.